Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a system performance issue. A field service engineer provided information regarding the account that needed to be unlocked; if this was not unlocked, the station should have been reimaged. The system functioned as intended after the field service engineer troubleshot the device. E.1.initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es became unresponsive and displayed a blue screen following the upgrade. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.